Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2023, it was reported that patient's infusion set's tubing was detached last night from the quick release while the patient was asleep. The site location was patient's left leg, with the pump on the same side. Moreover, the infusion had been used for 3 days. Reportedly, the infusions were stored in the bathroom cabinet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 165 mg/dl. According to the compliant investigation performed on the used device (1 set), it was found that the tubing was detached from the tubing connector. No further information available.